Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
It was observed during device evaluation that the duodenovideoscope exhibited cracks in the adhesive around the light guide lens and objective lens, a gap between the server plug-in (z-block) and distal end, foreign objects in the knob wire (k-wire), foreign material on the forceps elevator, and staining inside the light guide (lg) lens. There was no patient involvement.